Event description:
Engagement failed: remove and reinstall error kept showing even though there were many more lives left. There was no harm to patient. A new product was opened to complete the procedure. Product is available for return to manufacturer. Manufacturer response for large needle driver 8mm, (brand not provided) (per site reporter). Report sent.